Event description:
A malfunction alarm was reported with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. It was identified that the malfunction code displayed was malf 9, which is resettable, but the customer had not reported or reset the pump within the last 24 hours. The customer planned to call back upon obtaining the necessary charging supplies.